Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -11.5/1.5/108 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was later explanted due to excessive vault. On (B)(6) 2020 a replacement lens of shorter length was implanted and the problem resolved. Unknown was reported to be the cause of this event.